Event description:
It was reported to medtronic that a vent tube was implanted in a pediatric patient. After the implant procedure, the patient experienced infection. No other information was available.

Manufacturer narrative:
Additional information received (B)(4) 2013 indicated that the event took place (B)(6) 2012 and the patient experienced inflammation and purulence. The device has been explanted and the patient was treated with antibiotics. The explant date is unknown and the device will not be returned as it was discarded. The patient has been cured. The patient was under 10 years old. The patient's medical history includes tympanitis. The physician was dr. (B)(6). This was reported to not be the initial use of this device.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). No explant procedure was reported, therefore, it is assumed that the device remains implanted and will not be returned for evaluation. The device was not returned and therefore, no evaluation could be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.